Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional info becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report was received from (B)(6) stating that the device had packaging defects; debris in the sterile packaging was observed. It is known that the device was not being used during surgery. It is unk if injury or med intervention occurred. The date of the event is unk. There was no additional info provided.